Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The tamper seal was removed and the bottom case had seal damage. There was a travel course/ check clutch error in event log history. The customer reported product problem was verified during occlusion testing. The failure was attributed to the position pot tab being broken off. The investigator was unable to determine a root cause for this product problem. The investigator installed a cable guard, and replaced the position pot, bottom case, and damaged right plunger case. The device passed all functional tests following these repairs.

Event description:
It was reported that the device gave a travel course/ check clutch error. There was no patient involvement. The event occurred during calibration.